Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Additional information received indicated that the culture results confirmed methicillin-susceptible staphylococcus aureus. The lead was discarded.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
The patient presented to the clinic with pocket redness due to infection. The system was explanted and the culture was tested. The patient was stable.